Manufacturer narrative:
UDI #: (B)(4). Pt gender/sex: unknown/not provided. (B)(4) all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) was not staying centered. Patient required vitrectomy, incision enlargement and sutures. The lens was cut, removed and replaced with another lens during the same procedure. Reportedly, issue was due to the patient anatomy. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site. Visual inspection at 10x microscope magnification showed that the lens was cut and only one half was returned. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.